Event description:
The facility reported an infusion pump with "battery threshold low." The event was reported to have occurred during biomed testing. According to the hosp rep, no pt injury and no medical intervention had been reported. Though requested, no add'l info was provided.